Manufacturer narrative:
The device is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) developed ventricular tachycardia (vt) below the rate cut off which lasted approximately 6 minutes with 1:1 sensing. The rate increased slightly and fell into the shock zone. The aggressive profile caused double counting of the vt and a shock was delivered. The shock terminated the vt. The device was later explanted and replaced with a transvenous system. No adverse patient effects were reported.